Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A lot number was not provided so a DHR review could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends for unintended extubations were observed. A root cause fo the unintended extubation could not be determined. Hollister will provide account training and inservicing as needed. Hollister will continue to monitor this reported issue. Since the lot number was not known, only the di portion of the UDI is known.

Event description:
It was reported that there was an accidental endotracheal tube extubation in which a patient coughed, pushed, and released both the neck band and the hydrocolloid of the hollister anchorfast device. It was further reported that there was a clinician nearby who retrieved the necessary materials and reintubated the patient without consequence.